Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 01/27/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016 into the arm. The dexcom g5 mobile continuous glucose monitoring system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. At the time of contact, no injury or medical intervention was reported. The receiver data log was reviewed on 02/12/2016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-rf-001/serial number (B)(4)/lot number 5206750) was returned on 04/07/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined.